Manufacturer narrative:
The downloaded data returned an 0x3d alarm, indicating the step sensor was asserted before wire driven. This is an indication of a pod that has leaking on the internal components of the device. The generated alarm caused the device to stop delivering insulin. The batteries were measured to have low voltages. Corrosion was observed on multiple internal components. Upon closer inspection fluid was found above the o-ring showing that the o-ring is inadequate. Because fluid leaked above the o-ring it caused the corrosion on the internal components, triggering the hazard alarm, and stopping the delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 450 mg/dl, while wearing the pod on the leg between 36 and 48 hours. A new pod was applied to treat the hyperglycemia.